Manufacturer narrative:
Additional information: h6. An event of the device deploying deformed inside the patient was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder (aso) was selected for implant. When the aso was deployed in the patient's defect, the la disk of the aso deformed into a cobra head shape. The aso was retracted into the delivery sheath once and re-deployment was attempted, but the issue persisted and the aso did not restore its original shape. The aso was replaced with another aso, and the implant procedure was completed with no further issue, with no adverse consequence to the patient.